Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), nerve injury ("nerve damage"), menorrhagia ("menorrhagia"), adverse reaction ("among other symptoms"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (major surgery with removal of the devices (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, nerve injury, menorrhagia, adverse reaction, anxiety and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered adverse reaction, anxiety, depression, dysmenorrhoea, menorrhagia, nerve injury, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a 35-year-old female patient who had essure (batch no. A06687, a90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's medical history included polycystic ovary, uterine bleeding and ovarian mass. Concomitant products included ibuprofen. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding 3 times a month"), dysmenorrhoea ("dysmenorrhea"), nerve injury ("nerve damage"), menorrhagia ("menorrhagia"), adverse reaction ("among other symptoms"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), uterine pain ("uterine pain"), back pain ("pain- lower back/mid back"), pain in extremity ("pain- leg to calves") and abdominal pain lower ("crammp") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, nerve injury, menorrhagia, adverse reaction, anxiety, depression, vaginal haemorrhage, migraine, headache, allergy to metals, uterine pain, back pain and pain in extremity outcome was unknown, the dysmenorrhoea and abdominal pain lower had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, adverse reaction, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nerve injury, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, events- abnormal bleeding (vaginal), migraines, headaches, device breakage, nickel allergy, perforation (fallopian tube(s), perforation (uterus), hair loss, uterine pain, pain- lower back/mid back, pain- leg to calves, bleeding 3 times a month, cramp added. Reporter information, patient details, other relevant history, product information and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a 35-year-old female patient who had essure (batch no. A06687,a90483) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's medical history included polycystic ovary, uterine bleeding, ovarian mass, hypertension and anemia. Concurrent conditions included sleep disorder. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding 3 times a month"), dysmenorrhoea ("dysmenorrhea"), nerve injury ("nerve damage"), menorrhagia ("menorrhagia"), adverse reaction ("among other symptoms"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), uterine pain ("uterine pain"), back pain ("pain- lower back/mid back"), pain in extremity ("pain- leg to calves") and abdominal pain lower ("cramp") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, nerve injury, menorrhagia, adverse reaction, anxiety, depression, vaginal haemorrhage, migraine, headache, allergy to metals, uterine pain, back pain and pain in extremity outcome was unknown, the dysmenorrhoea and abdominal pain lower had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, adverse reaction, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nerve injury, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Discrepancy noted as per pfs previously date of insertion noted as (B)(6) 2013 now as per pfs((B)(6) 2019) date of insertion reported as (B)(6) 2013, on (B)(6) 2013: patient here for repeat essure on right side. Insertion details:essure coils placed in tubal ostia without difficulty. Right side had 1 coil, and left side had 3 coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coil wasn't in place; on (B)(6) 2014: result- total bilateral occlusion. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Lot number:a06687, manufacture date:2012/05, expiration date:2015/05; lot number:a90483, manufacture date:2013/01, expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.